Event description:
(B)(4). Teeth started crumbling away, lots of pain and infection, lost next to front left tooth, still dealing with infection. No money for dentist due to all essure costs. Also, liver problems attributed to the plastic in the pet fibers in device.